Manufacturer narrative:
Complaint is still under investigation by our quality engineers. Upon completion, the details of the findings will be forwarded to the FDA. (B)(4).

Event description:
The humi-harris uterine manipulator broke in surgery on a patient during a partial hysterectomy. The physician was able to remove the broken piece using ring forceps.